Event description:
It is reported that a customer was hospitalized on (B)(6) 2014 for a low blood glucose levels. The customer's blood glucose was registering as 0 mg/dl. The customer stated that she had delivered a bolus and her basal rates are bringing her blood glucose too low. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.